Event description:
Information received by medtronic indicated that the insulin pump had a crack. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring: black. Customer alleged the pump having cracked in case pump on (B)(6) 2021. After battery installation, pump received with blank display. Unable to perform the displacement tests due to blank display. Pump was cut open to perform visual inspection found moisture damage on the electronics, battery tube, battery connector, motor, vibrator during visual inspection. Swapping out test boards confirms blank display is due to moisture damage on pcba 1. Unit had cracked battery tube threads, cracked case (battery tube). The test p-cap locks properly in place in the reservoir compartment noted. Unit blank display due to moisture damage on pcba1. Unit has cracked case (battery tube) was confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.